Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e free sister') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("I would start getting dizzy"), nausea ("nauseous") and cerebral disorder ("major brain fry"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, nausea and cerebral disorder outcome was unknown. The reporter considered cerebral disorder, dizziness, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media: new event:medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e free sister/ hysterectomy') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("I would start getting dizzy"), nausea ("nauseous"), cerebral disorder ("major brain fry"), back disorder ("lower back") and arthropathy ("both hips"). The patient was treated with surgery (essure removal (hysterectomy)). Essure was removed. At the time of the report, the medical device removal had resolved and the dizziness, nausea, cerebral disorder, back disorder and arthropathy outcome was unknown. The reporter considered arthropathy, back disorder, cerebral disorder, dizziness, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Patient's age was added. Previously verbatim term congratulation on becoming e free sister is changed to congratulation on becoming e free sister/ hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e free sister') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("I would start getting dizzy"), nausea ("nauseous"), cerebral disorder ("major brain fry"), back disorder ("lower back") and arthropathy ("both hips"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, nausea, cerebral disorder, back disorder and arthropathy outcome was unknown. The reporter considered arthropathy, back disorder, cerebral disorder, dizziness, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: hip disorder, back disorder. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("congratulation on becoming e free sister/ hysterectomy") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pregnancy. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced dizziness ("I would start getting dizzy"), nausea ("nauseous"), cerebral disorder ("major brain fry"), back disorder ("lower back") and arthropathy ("both hips") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal (hysterectomy - uterus and cervix)). At the time of the report, the medical device removal had resolved. The outcomes for dizziness, nausea, cerebral disorder, back disorder and arthropathy were unknown. The reporter considered arthropathy, back disorder, cerebral disorder, dizziness, medical device removal and nausea to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("congratulation on becoming e free sister/ hysterectomy") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pregnancy. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced dizziness ("I would start getting dizzy"), nausea ("nauseous"), cerebral disorder ("major brain fry"), back disorder ("lower back") and arthropathy ("both hips") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal (hysterectomy - uterus and cervix)). At the time of the report, the medical device removal had resolved. The outcomes for dizziness, nausea, cerebral disorder, back disorder and arthropathy were unknown. The reporter considered arthropathy, back disorder, cerebral disorder, dizziness, medical device removal and nausea to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: essure information and removal information updated; imdrf codes synch. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("congratulation on becoming e free sister/ hysterectomy") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, dyspareunia, hypothyroidism, left lower quadrant pain, right lower quadrant pain, uterine pain, painful intercourse, pain menstrual, pelvic pain and pregnancy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1492 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dizziness ("I would start getting dizzy"), nausea ("nauseous"), cerebral disorder ("major brain fry"), back disorder ("lower back") and arthropathy ("both hips"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the medical device removal had resolved. The outcomes for dizziness, nausea, cerebral disorder, back disorder and arthropathy were unknown. The reporter considered arthropathy, back disorder, cerebral disorder, dizziness, medical device removal and nausea to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis: uterus, cervix, and tubes, hysterectomy and bilateral salpingectomy: unremarkable ectocervix. Endocervix with focal squamous metaplasia. Secretory endometrium, negative for endometritis, hyperplasia and malignancy. Unremarkable myometrium and uterine serosa. Normal appearing fallopian tubes. Specimen(s) received: uterus c. Gross description: the left tube is 6.5 x 0.6 cm and is tortuous and inked blue, otherwise unremarkable. The right tube is 6.5 x 0.5 cm and is also tortuous and otherwise unremarkable. Dissected from the upper fundus and proximal tubes is a 1.8 x 0.8 x 0.2 cm aggregate of coiled metal implants.. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters,medical history,patient information,lab data,indication,event onset date,non drug treatment addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.